Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative reported that they had a shocking sensation at the battery site when palpating or laying on the battery in certain positions. It was noted that pocket sensitivity could be a contributing factor and no falls were reported. Impedances were tested and all connections were within normal limits and the connectivity test showed all connections were ok. The stimulator was turned on and they couldn¿t replicate the shocking sensation. The patient was instructed to use it normally and report any shocking sensations so they could troubleshoot. The issue was resolved at the time of the report.